Event description:
Prior to an unknown procedure, the device couldn't be reloaded because the reload wouldn't fit. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.